Event description:
It was reported that there were episodes of non-sustained right ventricular oversensing on the right ventricular (rv) channel. The rv lead was capped and replaced to resolve the event.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.